Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to have a diagnostic laparoscopy, adhesiolysis and the composix kugel hernia patch explanted." Medical records were not provided, however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient had a bard/davol composix kugel hernia patch, product code 0010203, lot number huue0776 implanted to repair a hernia defect. On (B)(6) 2011: the patient presented to the doctor with complaints of pain in her abdomen. As reported, the doctor decided to laparoscopically take down extensive adhesions that were densely adherent to the bard/davol composix kugel mesh the patient previously had implanted. On (B)(6) 2015: the patient presented to a different doctor because she was experiencing intractable abdominal pain. As reported, the patient underwent surgery to have a diagnostic laparoscopy, adhesiolysis and the composix kugel hernia patch explanted. As reported, the doctor stated that "a large amount of omentum was densely adherent to old hernia mesh at the midline...we could see edges of mesh that had peeled away and allowed the omentum to adhere to posterior surface...the omentum which was adhered to old mesh was grasped and downward traction applied...we could then inspect old mesh...appeared to be a round bard hernia mesh...densely adherent to peritoneum...grasped the superior portion of this mesh...separated mesh from overlying omentum...mesh - removed from abdominal cavity." As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent surgery to have a diagnostic laparoscopy, adhesiolysis and the composix kugel hernia patch explanted." Medical records were not provided, however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of composix kugel mesh, patient was diagnosed with adhesions, pain, mesh migration and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient had a bard/davol composix kugel hernia patch, product code 0010203, lot number huue0776 implanted to repair a hernia defect. (B)(6) 2011: the patient presented to the doctor with complaints of pain in her abdomen. As reported, the doctor decided to laparoscopically take down extensive adhesions that were densely adherent to the bard/davol composix kugel mesh the patient previously had implanted. (B)(6) 2015: the patient presented to a different doctor because she was experiencing intractable abdominal pain. As reported, the patient underwent surgery to have a diagnostic laparoscopy, adhesiolysis and the composix kugel hernia patch explanted. As reported, the doctor stated that "a large amount of omentum was densely adherent to old hernia mesh at the midline...we could see edges of mesh that had peeled away and allowed the omentum to adhese to posterior surface...the omentum which was adhesed to old mesh was grasped and downward traction applied...we could then inspect old mesh...appeared to be a round bard hernia mesh...densely adherent to peritoneum...grasped the superior portion of this mesh...separated mesh from overlying omentum...mesh - removed from abdominal cavity." As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with epigastric ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was dissected circumferentially around the fascial defect. A composix kugel mesh was placed subfascially in the preperitoneal space and positioned over the hernia defect and sutured circumferentially.¿ (B)(6) 2011 - patient was diagnosed with intra-abdominal adhesions thereby underwent diagnostic laparoscopy with lysis of adhesions. Per operative notes, ¿extensive adhesions were densely adhered to the previous mesh were taken down.¿ (B)(6) 2015 - patient was diagnosed with abdominal pain and recurrent umbilical hernia thereby underwent laparoscopic repair with the explant of composix kugel mesh. Per operative notes, ¿large amount of omental adhesions adherent to the mesh were lysed. The mesh appeared to be peeled away circumferentially. The mesh was separated from the peritoneum and removed. A small umbilical hernia with a small amount of incarcerated fat was reduced. A synthetic mesh was placed to cover the defects circumferentially and secured with secure straps and sutured." (B)(6) 2018 - patient passed away due to cardiac arrest and atherosclerotic heart disease as per the death certificate. Attorney alleges that the patient had adhesions, mesh migration, pain and hernia recurrence. It was also alleged that the mesh folded over exposing posterior polypropylene side to omentum causing ongoing pain.